Event description:
Customer stated, she plugged the pad in last night and she started to smell smoke. She unplugged the pad and waited a while. She tried to use the pad again but smell the same smoke smell when she plugged it in. She did not see any smoke, spark or fire. The product was returned for investigation. The customer did not claim any injury. The product was manufactured on october 2011. It is approximately 7 years and 2 months old. An investigation was done to look into the customers complaint. The investigator found that the there was a break in the cord. This was the source of the smoke the customer smelled. The inspector determined that the inner components of the cord had gotten too hot and began to splinter off.